Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The physician used a vl 3.5 guide catheter and a traverse wire to successfully cross a reasonably tight lesion in the mid circumflex (cx). The physician direct stented the lesion with a taxus express2 8.8% 3.0 x 20 mm drug eluting stent and deployed the stent at 14 atms for 20 seconds with a good result. He was unable to pull the balloon back out of the stent. The physician partially inflated the balloon to 2 or 3 atms and upon deflation was able to pull and remove the balloon from the stent. The stent was post dilated with a 3.0 x 20 quantum maverick to 14 atms for 20 seconds with an excellent result. No pt complications were reported.